Event description:
It was reported that, "the centrax came off from the head. Therefore, the surgeon performed a revision surgery to replace the new centrax instead of dissociated one."

Manufacturer narrative:
Device has not yet been received for evaluation.